Manufacturer narrative:
Log file analysis revealed two vad stopped alarms. The first occurred on (B)(6) 2015 and second was on the reported event date of (B)(6) 2015. Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing of the controller. The problem was traced to a defective power mosfet transistor on the power board (q3). The mosfet was replaced, which fixed the problem. The controller was in use when the reported event occurred. The reported event was confirmed to be a defective power transistor. The actual root cause was confirmed to be a defective power transistor. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. If there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator in (B)(4) that the controller had red alarms and the display was empty. The controller showed the same behavior with the training mock loop. The controller was changed to backup controller and replaced from stock. The patient is fine and tolerated well the controller exchange. It was reported that log files will be sent at a later date.